Event description:
Customer reported a failure of overinfusion. Customer reported there were no patient injuries associated with their report. Customer stated incident occurred during patient infusion.